Manufacturer narrative:
Concomitant medical products: 5054-52 lead was implanted on (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was fractured with aged deterioration. It was further reported that there was an alert of an abnormal high atrial lead impedance value in both bipolar and unipolar as well as a high rate episode of the atrium was recorded and noise was confirmed. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.